Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device is unknown. No information has been provided to date.

Event description:
It was reported that the infusion was delivered too fast as the accuracy test result indicated that it was outside the range of more than 7 percent. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the manufacturing device history record for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information received on 7-oct-2022 indicating that sn (B)(6) was updated on the complaint. It was reported that the pump delivered an excess of 4-5 ml of drugs in 48 hours. When the kitchen induction hob was not used for two days it was discovered that the pump delivered 4 ml less. It was later discovered that the patient had used her own tool to measure the amount of drug delivered. It was reported that due to the extra drug/medication, the patient had symptoms of headache, with flush and frequent bowel movement. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updates not required.